Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "started beeping screen display stated shutdown and restart. Beeping again stating scedule for maintenance" was reproduced as a system error 105. System error 105 was confirmed through a review of the event history log and found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump "started beeping screen display stated shutdown and restart. Beeping again stating schedule for maintenance" in the medical surgical care area. The unknown beeping screen was clarified during baxter's evaluation as system error 105. It was also reported there was no patient injury.